Manufacturer narrative:
Section d1: corrected. Section d4, model number: corrected. Section d4, catalog number: corrected. Section d4, lot number: corrected. Section d4, primary UDI number: corrected.no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of all alarms and lights going off on the controller was unable to be confirmed. A review of the log file contained data spanning approximately 20 days ((B)(6) 2023 per timestamp). On (B)(6) 2023 at 15:55:38, while connected to batteries, a low battery advisory alarm and yellow diamond symbol activated. This alarm was associated with the battery connected to the white power cable normally depleting. At 15:59:01, the driveline was disconnected, and the pump stopped. The only visual alarm active before the driveline disconnect was the yellow diamond symbol associated with the routine battery depletion. The driveline was briefly reconnected and disconnected from 16:12:21 ¿ 16:12:28; however, consistent with the reported information, the controller was exchanged. All visual alarms and lights activating prior to the controller exchange was not observed in the log file. The heartmate ii system controller (s/n: (B)(6)) was not returned for analysis. The alarms resolved once the controller was exchanged. The patient was not symptomatic during the exchange and no product will be returned for analysis. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate ii patient handbook, rev. C, section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU), rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. The heartmate ii patient handbook, rev. C, section 2 ¿how your heart pump works,¿ under sub-section titled "connecting the driveline to the system controller" addresses the proper steps for connecting the driveline to the system controller. Heartmate ii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The heartmate ii patient handbook, rev. C, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR #2916596-2023-07842. It was reported that the patient's controller had unknown alarms with 'all lights flashing'. The patient exchanged their controller but could not recall what the screen stated. There have been no issues since the exchange. A review of the log files was unable to determine what alarms occurred prior to the controller exchange.